Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 a patient reported that approximately six weeks prior he/she was diagnosed with "pink eye" at a walk-in clinic. The pt reported that his/her "eyes started gooping, matting, and burning." The pt reported that he/she experienced red eyes after 2 days of wearing the acuvue brand contact lenses. The pt reported that he/she was given a prescription for treatment of the event. The pt also reported that he/she does not sleep in the lenses and has a replacement schedule every two weeks. The pt also reported that he/she uses a multi- purpose solution to disinfect the lenses. The pt also reported that the suspect lenses were discarded. The pt also reported that his/her eyes are fine now and she is currently wearing glasses. The pt reported that he/she was previously wearing the acuvue2 brand contact lenses without issue, but had recently begun wearing the oasys brand contact lenses. On 22jun2016 a call was placed to the clinic and additional information was requested. On 20jul2016 an email was received from the pt containing the medical records from the doctor visit. The additional information was received as follows: received medical records from the pt on 20jul2016: date of visit: (B)(6) 2016. Reason for visit: pink eye; cold; vital signs: bp: 100/60, pulse: 61, temperature: 97.3 f, resp: 14, weight: 262, spo2: 98%; -hpi: pink eye: the problem is new. The problem has existed for 5 days. This problem occurs constantly. Since onset, the problem has been gradually worsening. The right and the left eye are both affected. Injury mechanism: no injury; the level of severity: moderate. Associated symptoms include redness, discharge, and tearing. Treatments: tried include a compress; treatments provided mild relief. Cold: the patient reports no pain. This problem has existed for 2 days. This problem occurs constantly. Since onset the problem has been gradually worsening. The problem is new. Symptoms are relieved by antihistamines and nasal steroids (helps slightly with symptoms). Associated symptoms include: headaches, sore throat and ear pain. Assessment/plan: patient treated for bacterial conjunctivitis and viral upper respiratory infection; medications prescribed: pseudoephedrine 30 mg -2 tablets po every 4 hours as needed for congestion up to 3 days and tobramycin 0.3% ophthalmic solution 1-2 drops ou every 4 hours for 7 days. No additional medical information was received. This report is being filed for the pts od event. The os event is being filed under separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00hsvk was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.